Event description:
It was reported that the pt received an implant on (B)(6) 2008 and experienced pain. After several assessments in (B)(6) 2011, it was determined that pt had an infection in the right hip but the cause was unk. Pt was referred to dr. (B)(6) and now revision surgery is in discussion.

Manufacturer narrative:
The manufacturer did not receive devices of x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The sterilization process for these devices was validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10^-6 or better. The manufacturing lots specified in this complaint were processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified device cause or contributed to the infection of the pt. Based on an extensive investigation of events reported from several user facilities outside the u.s., zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the u.s. Was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the u.s. A similar cup, compatible with the metasul ldh femoral head, is cleared in the u.s. And a corrective action for this product was reported to the FDA in july 2008 as correction z-2415/2426-2008. Should additional information become available, that changes this assessment, an amended medical device report will be filed. Zimmer (B)(4) considers this case as closed. Zimmer reference number is (B)(4).